Manufacturer narrative:
This report is for an unknown t-pal insertion instrument/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that during an unknown procedure on (B)(6) 2019, the lumbar t-pal long shaft of the trial implant was found loose and got stuck in the implant holder. After the surgery was done, the instrument was inspected to find out why there was trouble with getting the trial implant out of the unknown inserter. Results of that inspection are unknown. The procedure was successfully completed by using another instrument and setting the implant with another one. It was unknown if there was a surgical delay. There was no patient consequence reported. This report is for an unknown t-pal insertion instrument. This is report 1 of 1 for (B)(4).